Event description:
According to the reporter: occurred during a laparoscopic nissenfundoplication. The suture thread broke immediately when anchoring the device. The loop broken. An additional suture was used without issue. The surgeon was attempting to throw a running stitch. More than one defective device was involved. To complete the procedure, another suture was used. No patient injury or extension in surgical time. Patient status is alive, no injury.